Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead was unsuccessful to be implanted even after several attempts. During the process, visual inspection revealed lead fracture on the distal segment of the lead. The lead was not used and a new lead was implanted successfully. The patient was stable.

Manufacturer narrative:
A complete lead measuring 86.1 cm. Was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.